Event description:
On 09/21/06 a call was rec'd notifying the co that a second surgery was required in conjunction with a bone anchor. Info provided indicated, the surgeon performed a rotator cuff repair in 2006. Subsequent to this surgery, the pt presented with pain. At a later date (not provided) surgeon determined it would be advisable to remove the implant in order to alleviate pt's post-surgical discomfort.

Manufacturer narrative:
Magnum implant was returned for eval. Suture and suture lock was fully intact. The toggle that comprises the bone lock was missing from the implant. It can not be determined if the toggle broke at the time of explantation on prior to explantation. No conclusion can be drawn based on the condition of the device and the info provided.